Event description:
A nurse reported that during two separate procedures, the cassettes failed and stopped working suddenly during the phacoemulsification phase of both procedures. An unk system message was displayed. The console was exchanged to rule out a system issue for the first procedure but the cassette failed on the second system as well. The cassettes were exchanged and the procedures were completed. There was no pt harm reported for either case.

Manufacturer narrative:
A sample has been received but it has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).